Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-400sag sagittal saw attachment coupling to the motor does not fit properly. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-400sag batch 15015828 was received for investigation. Visual evaluation revealed scratch marks at the tip and heavy signs of wear. Functional testing found that with the handle found that the device got stuck in the handle and is not moving. The most likely cause of the reported failure is wear and tear over repetitive usage. The device manufacturing date: 2022.